Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys estradiol iii assay result from a cobas e 801 module. The initial result was 9.76 ng/ml and was reported outside of the laboratory. The result did not match the previous result for the patient so the sample was repeated. The repeat result was 2898 ng/ml. There was no allegation of an adverse event. The reagent lot number was 31982000 with an expiration date of 31-mar-2019.